Event description:
It was first assumed that the covidien ta stapler 90mm misfired after second use. The stapler was removed from the field, tagged, and placed at the front desk with the charge nurse. Upon further investigation, we discovered that this was in fact a user error due to a reloading issue which caused the staples to sit improperly in the device. The stapler was never applied to the tissue of the patient and no harm was done. Education was provided to staff by the field representative and we have not had any other issues with this device.